Manufacturer narrative:
As the serial number and the catalog number have not be retrived, and the product has been discarded; then no investigation nor production analysis is possible.

Event description:
Discrepancies in icp catheter reading. Large fluctuations. Similar issues with the new catheter inserted after time of implantation: (B)(6) 2025. Position checked: (B)(6) 2025. Time of explanation: (B)(6) 2025.

Event description:
Discrepancies in icp catheter reading. Large fluctuations. Similar issues with the new catheter inserted after - time of implantation: (B)(6) 2025, position checked: (B)(6) 2025, time of explanation: (B)(6) 2025.